Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. The subject device is not available for evaluation. However, this valve replacement was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this bioprosthetic aortic valve was explanted, after an implant duration of approximately six (6) years and four (4) months, from a (B)(6) year-old patient due to valve degeneration. No other details were provided.